Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to treat the mid lad using a resolute integrity rx drug eluting stent during an emergency procedure. It was reported that issues were encountered while advancing the device and it could not advance due to the diseased lesion. Resistance was noted. When the physician removed the stent it was noted that the stent struts were deformed. The procedure was completed with a non-mdt stent. No clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.